Manufacturer narrative:
The aware date was incorrectly reported on the initial MFR. Report. Information found in MFR. Report # 1644487-2015-06185 was found to be duplicate information of this MFR. Report. Based on this information, the aware date was updated and the report is now housed in this MFR. Report. This information was inadvertently left off of the initial MFR. Report.

Event description:
It was initially reported by the physician's office that some of the cables for the handheld programming system were lost and the device was not able to be used without the cables. It was later reported on the returned product form that the cord is older and does not work and that the tablet programming system does not have cords that match the handheld programming system. The handheld programming system was received on 10/26/2015 but it was discarded upon receipt as there was initially no report of a complaint, only that the cords were lost and that the programming system was unable to work without the cords. Attempts for additional relevant information have been unsuccessful to date.